Event description:
Customer reports a 0.5ml/hr infusor containing ketobemidone in d5w to a total volume of 60ml overinfused over 97 hours. Customer reports no death or serious injury as a result of report. No further details available.